Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, and rupture.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified: striated broken on radius. Base on the device analysis the final assessment is: a striated broken on radius assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d9,h3,h6.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Capsular contracture confirmed as baker grade IV.

Event description:
Device has been explanted.